Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the lead was scrutinized, including a visual, mechanical and electrical inspection. In the course of the analysis, the lead body was found squeezed and deformed 32 cm distal to the is-1 connector pin. In this region the insulation and the coating of the conductor cables were damaged. These findings can be considered as the root cause of the clinical observation reported in the complaint text. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Furthermore the shock coil was found deformed and the conductor cable to the shock coil was fractured which both most likely resulted from tensile stress during the extraction procedure. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Ous MDR - it was reported that the lead was explanted 50 months after implant because oversensing was noted via home monitoring.